Event description:
A patient reported experiencing inaccurate results with a fasttake meter. The patient's blood glucose results were 263 compared to the labs 196 mg/dl. Tests were done less than a minute apart. The lab placed venous blood on the teststrip for the comparison. Venous blood will give inaccurate results on the meter. Patient did not report any adverse events. Additional tests were performed after eating, results were 312 compared to the labs 236 mg/dl. Unknown what sample was used on the strips. No further information has been reported.